Event description:
Customer performed a blood glucose test at 4:30 and received a result of 137mg/dl. Emt's were called because the customer was non-responsive at 6:00. Emt's performed a blood glucose test and received a result of 44mg/dl. The customer was given a glucose IV and taken to the hosp. The customer was released at 9:30pm. The customer leaves the cap off of the glucose strips. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.